Manufacturer narrative:
Product evaluation: one certain® gold-tite® hexed screw (iunihg) was returned for investigation.visual evaluation of the as returned product identified that the head was fractured off. Functional testing could not be performed since the device was fractured. No pre-existing conditions were reported. The reported device had been placed on an unknown tooth location for an unknown period of time. Per the applicable IFU, breakage may occur when device is loaded beyond its functional capability. DHR review: DHR review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Complaint history review: a year-long complaint history review by item number (iunihg) was performed for similar events and no complaint about nonconforming products was identified. Post market trending review: october post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed following visual evaluation.

Event description:
There is no update to the original description provided.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4).

Event description:
It was reported that the patient had a broken iunihg screw. Screw was removed without any issues. Customer requested replacement screw. Tooth #17.